Event description:
Extreme fatigue, hashimoto thyroid disorder, skin rashes on arms and chest, pain in the breast, swollen stomach, body aches, chronic cough and several more. FDA safety report ID# (B)(4).